Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results is as follows: two devices were received and evaluated for the complaint regarding the device fell off event. Both devices were inspected and due to the foam pad used condition upon receipt, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.

Event description:
The patient reported that 2 v-gos fell off by themselves on sunday after 3-4 hours. The patient confirmed that he prepares the area properly, and that he has a lot of hair.